Manufacturer narrative:
Per tandem¿s t:slim x2 with control-iq user guide: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog." The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple intermittent cartridge alarm (alarm 25) occurred. Reportedly, the cartridges were reloaded and subsequently, insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Reportedly, the pump supplies were in use for up to 4 days with novolog insulin. Tandem technical support educated customer regarding cartridge/insulin labeling. The customer continued to use the pump for insulin therapy. There was no impact to customer¿s blood glucose.